Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, and during troubleshooting, the touch screen was drastically delayed and unresponsive at times. Error logs showed fault #63. To fix the issue, the fse replaced the video generator board due to correlation due to fault code. The fse had also replaced the safety disk and the tidal disk that were going to expire next month. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the screen of the cardiosave intra-aortic balloon pump (iabp) froze. No patient harm, serious injury or adverse event was reported.